Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed to support a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump supported for 20 hours and was explanted. The explant occurred but there were issues with the removal, and the leg/iliac artery became occluded. The team performed an angioplasty and closed by surgical methods. The perclose and angioseal had failed to achieve appropriate hemostasis. The patient survived the explant.

Manufacturer narrative:
The investigation for the removal issue has been completed. The pump was not returned for investigation. Data log review was not required for this case. As per the clinical details, the closure device failed, and a surgical approach was taken to close the puncture site (vascular damage). CT also revealed no blood flow to the leg during the closure device failure. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿